Event description:
It was reported that cartridge alarms occurred during the load sequence and insulin delivery. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.